Event description:
It was reported that prior to a coronary stent procedure, the balloon appeared to be slightly inflated and the stent appeared to be "flared" right out of the package. No patient injuries or complications were reported.